Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. There was no adverse impact to blood glucose. Replacement cable was sent to customer.